Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included amlodipine since (B)(6) 2019, citalopram since (B)(6) 2019, clonazepam since (B)(6) 2019, ethinylestradiol; etonogestrel (nuvaring) since (B)(6) 2011, ibuprofen since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine polyp ("endometrial polyp"). In (B)(6) 2019, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2019, the patient experienced depression ("depression"), anxiety ("anxiety") and hypertension ("hypertension"), 6 years 1 month after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ very bad cramping"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and headache ("other injuries/ symptoms: headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, headache, vaginal haemorrhage, depression, anxiety, uterine polyp, endometriosis and hypertension outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, hypertension, menorrhagia, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic, abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Events added: abnormal bleeding (vaginal), menorrhagia, depression, anxiety, endometrial polyp, endometriosis and hypertension. Reporters and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included abdominal pain, ovarian cyst, pelvic pain female, endometrial ablation, tubal ligation, hernia repair, pap smear abnormal, perineal pain, urinalysis, venous hypertension, endometriosis and abdominoplasty. Previously administered products included for an unreported indication: fluconazole, metronidazole, oxycodone hci, gabapentin and procardia. Concomitant products included amlodipine since (B)(6) 2019, citalopram since (B)(6) 2019, clonazepam since (B)(6) 2019, ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2011, ibuprofen since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine polyp ("endometrial polyp"). In (B)(6) 2019, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2019, the patient experienced depression ("depression"), anxiety ("anxiety") and hypertension ("hypertension"), 6 years 8 months after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very bad cramping"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (ablation and robotic hysterectomy bilateral salpingectomy, left oophorectomy(bilateral) abdominoplasty). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal pain, headache, vaginal haemorrhage, depression, anxiety, uterine polyp, endometriosis and hypertension outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, heavy menstrual bleeding, hypertension, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic, abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2013 ,(B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received: medical history, reporter information, surgery details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included amlodipine since (B)(6) 2019, citalopram since (B)(6) 2019, clonazepam since (B)(6) 2019, ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2011, ibuprofen since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine polyp ("endometrial polyp"). In (B)(6) 2019, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2019, the patient experienced depression ("depression"), anxiety ("anxiety") and hypertension ("hypertension"), 6 years 1 month after insertion of essure. On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very bad cramping"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, headache, vaginal haemorrhage, depression, anxiety, uterine polyp, endometriosis and hypertension outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, hypertension, menorrhagia, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, dyspareunia, pelvic, abdominal pain. Discrepancy noted in essure insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.